Event description:
It was reported that the pump battery was depleting too quickly, leading to a shutdown that caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." To address the issue, the customer administered a correction injection via manual insulin therapy. The customer reverted to an alternate method of insulin therapy.